Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the device would not be bow. The site indicated that the wire appeared to be twisted at the distal end. The procedure was able to be completed with the same ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Won't bow). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).